Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone at an unknown concentration at 0.2001 mg/day via an implantable pump for spinal pain. On (B)(6) 2016, it was reported that the patient had overdosed at least 5 times in the past. The patient, reportedly, initially overdosed during the implant surgery on (B)(6) 2013. The pump had started before the patient was out of anesthesia and the patient was in the hospital for 5 days as a result. At an unspecified date in 2013, the pump dosage was increased and the patient overdosed again. In (B)(6) 2016, the dose in the pump was increased 73%, per the pump telemetry slip. The patient overdosed and felt dizzy and sick and was stumbling around. The reporter could not recall the concentration or dosage of the drug in the pump during these earlier episodes, but reported the patient's current drug dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.